Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the treatment of a ruptured acom aneurysm, the axium coil failed to detach with the instant detacher. 5 detachment attempts were made with the instant detacher. 2 manual detachment attempts were made via breaking the hypotube. Using a w catheter, the reported axium product was inserted as the fourth coil. The 5th~8th coils were inserted without detaching. After inserting the 8th coil, an attempt was made to detach the reported product which was inserted as the 4th product with the detacher, but it failed. The break indicator was broken to perform manual detachment, but it failed as well. In order to remove the slack of the microcatheter (sl-10), it was confirmed that the detachment was able to be performed, when the device was pulled back a little and a slight torque was applied to the delivery pusher. For the 8th coil, another ID-1 was unpacked and used, and then, the coil was detached successfully. After that, the procedure was continued without problems and completed safely. The devices were prepared and used per the instructions for use (IFU). This event occurred during the treatment of a rupture a-com ruptured aneurysm that was saccular. The max diameter was 14mm and the neck was 5mm. The blood flow was normal and the vessel tortuosity was severe.

Manufacturer narrative:
D10: device available for evaluation: additional information g4. Date MFR rec, additional information: h2: type of follow up - device evaluation, h3: device evaluated by manufacturer. Additional information: h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the axium prime pushwire without the implant coil. The implant coil remains in the patient as it was detached during the procedure. In addition, instant detacher also returned for analysis. The axium prime pushwire was found to be broken distal to the break indicator. Upon further inspection the axium prime coil pushwire was found to be damaged (twisted) and kinked from broken end. The entirety of the release wire was removed from the pushwire. This is indicative of manual detachment attempts at these locations. The coin was found retracted from the lumen stop. The shield coil was found intact with the implant coil already detached. Under microscope, the jacket was removed to gain access to the lumen stop. The lumen stop and the retainer ring were found to be visually acceptable. No other anomalies were observed. The returned instant detacher was used to successfully to detach in-house axium coils on the first attempt without any difficulty. The implant coil was not returned; therefore, any contribution of the implant coil towards the ¿non-detachment¿ could not be determined. It is possible that the damage to the pushwire contributed towards the non-detachment by restricting the movement of the release wire during detachment attempt. The pushwire was found broken and damaged in the distal section of the pushwire, indicative of either high tortuosity, attempted device advancement against resistance, damage during use or during return shipping to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.